Manufacturer narrative:
The field service engineer (fse) arrived onsite, and power was going to the monitor, but the monitor would not power up. The fse helped the customer package and send the subject device in for repair. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image on the screen, but the unit had power. In addition, the bezel was cracked and damaged. The power outlet is missing shroud. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to a field service engineer, a high-definition liquid crystal display (lcd) monitor was not working. The screen was completely black. There were no error messages observed as a result of the failure. The event occurred during a colonoscopy. The duration of the procedure was 45 minutes, which was extended somewhat due to having to figure out how to see the colon once the monitor went out and rearranging the room so the physician could see a computer with an image. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty monitor. However, the specific cause of the faulty monitor could not be established at this time. Olympus will continue to monitor field performance for this device.